Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to MFR report # 3005099803-2008-00015 for a description of the first event. According to the complainant, a second hydratome was used, but "the cut wire snapped in half...." A third hydratome was used to successfully complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database did not identify any add'l complaints recorded for this lot. The 2007 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome sphincterotome product family is included in the same trend report as the jagtome product family since both families utilize the same sphincterotome device.